Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that several lenses were dinged. Additional information has been requested and received stated that cartridge has two straight lenses that loaded improperly and the plunger slipped past the edge and end up hitting the central optic and the optic needing to be explanted. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger slipped past edge and dinged the lens; therefore, the condition of the product could not be verified. Photos are attached to the parent file and have been reviewed by the investigation site. Photos are incomplete and cut off, therefore details cannot be observed from the photos provided. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).